Event description:
It was reported that the patient developed urethral injury, urinary tract infection, urethral redness, pain, secretions, etc after using the catheter for a period of time. The doctor immediately removed it without causing any obvious harm. It was unknown what medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. No potential root cause could be concluded due to insufficient information. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.